Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Caller reported the first implant the patient had for a number of years and they moved it to the other side because it was not in a good location. No further complications were reported or anticipated.